Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe with needle there was an issue with the barrel was found broken after opening the unit package.

Event description:
It was reported with the use of the bd¿ syringe with needle there was an issue with the barrel was found broken after opening the unit package.

Manufacturer narrative:
Investigation summary: DHR: 1802192: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2028 (february 12th ¿ 13th, 2018). Syringes were assembled in machine, nº4253, nº4235, nº4213, nº4212, and nº4203, in lot #8029659 (january 29th ¿ february 5th, 2018), lot #8036712 (february 5th ¿ 12th, 2018) and lot #8043942 (february 12th ¿ 19th, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8043958, #8037757, #8022719, #8015780, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8043963, #8037764, #8030580, #8022723, #8015644, #7354665, and no problems, defects or qn related to the reported issue were found. Bd has been provided with a picture of the affected sample. Visual inspection of the picture presented the top of the barrel broken. That confirmed the reported issue. Conclusion(s): after analyzing the returned picture of the sample and discussing with our manufacturing technicians in charge of these product lines, bd have concluded that the broken barrel was produced in the primary packaging machine, in the syringe feeder station, due to an incorrect alignment of the syringe produced the rupture of the barrel. The barrel was broken during the manufacturing process due to an incorrect alignment of the syringes in the feeder of the primary packaging machine.